Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and limited information was provided in the clinical description.

Event description:
The user facility reported a 72-year-old white male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient developed a hematoma and was oozing from the impella access site. The patient received a total of six units of packed red blood cells (prbc) and was brought back to the operation room for a coronary artery bypass graft (CABG) and impella site washout. The decision was made not to proceed with the CABG due to the bleeding complications. Impella was removed with no hemodynamic change noted. The patient was reported to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.